Event description:
The customer contacted stryker to report that their device would not power on in this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer was sent a replacement battery. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on in this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer reported that the battery resolved the reported issue. However the device was never returned to stryker for evaluation, so the cause remains not determined.